Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 60 minutes¿ for two hours, on the first day, it was inserted. It was further reported that on (B)(6) 2018, during the timeframe when the sensor was initially calibrating, she began to experience unspecified symptoms of ¿hypoglycemia¿ so a family member administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. . Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 60 minutes¿ for two hours, on the first day it was inserted. It was further reported that on (B)(6) 2018, during the timeframe when the sensor was initially calibrating, she began to experience unspecified symptoms of ¿hypoglycemia¿ so a family member administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor patch, no obvious defects observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. Reprogrammed sensor and sim-vivo test was performed. All results were within specification. No product deficiency was identified. This serves as a correction report. (Addtl mfg narrative) was incorrectly documented in the previous follow up #1. H10 has been updated.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 60 minutes¿ for two hours, on the first day it was inserted. It was further reported that on (B)(6) 2018, during the timeframe when the sensor was initially calibrating, she began to experience unspecified symptoms of ¿hypoglycemia¿ so a family member administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in device MFR date is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 60 minutes¿ for two hours, on the first day it was inserted. It was further reported that on (B)(6) 2018, during the timeframe when the sensor was initially calibrating, she began to experience unspecified symptoms of ¿hypoglycemia¿ so a family member administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.